Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. D4: UDI.

Manufacturer narrative:
The reported customer complaint of no image was confirmed during evaluation of the returned device. Findings noted in the evaluation include leak at the biopsy channel on the distal side, buckling of the insertion tube at stage 1,3 and end of root brace, distal body chip at channel opening, image dark, and lcb pushed in at the distal end. The device was refurbished, cleaned, disinfected, video calibration and angle adjustments were made and returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported no video image on an ee-1580k video esophagoscope. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.